Event description:
The customer reported the ventilator was alarming due to an exhalation valve stuck open. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was unable to duplicate the problem. The service technician reported during visual examination of the exhalation valve, an unknown contaminate was noted in the inlet port of the valve. The service technician replaced the exhalation valve to address the findings. Performance verification testing was completed and the unit passed per operating specifications. Factory analysis of the exhalation valve revealed signs of contamination in the interior of the valve, with the poppet stuck to the valve which would not let it seat correctly. Based on the analysis findings, if the exhalation valve is open the exhalation system may be open to atmosphere and unable to provide a pressurized breath.